Manufacturer narrative:
The device was returned in two sections as a result of a break in the tip of the device 90mm proximal to the end of the device. Traces of dried blood were visible on the balloon material. A visual and tactile examination revealed a completed circumferential tear had occurred in the balloon material 44mm proximal to the distal bond. The tip of the device was severely stretched. This damage would suggest that extreme force may have been applied when removing the device. The distal markerband was in place, the proximal markerband was missing. The middle piece of the balloon material had been torn off. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This event was initially set to be reported on (B)(6) 2009 alternative summary report but due to the analysis results completed on (B)(6) 2009, this event is now reportable on the 3500a medwatch form. It was reported that during an angioplasty procedure a balloon burst occurred. The lesion was located in a stenosed subclavian vein. A non bsc stent was previously placed and they attempted to dilate this lesion with an xxl/14-4/5.8/75 - 14 balloon catheter. They attempted to inflate the balloon at nominal pressure and the balloon burst. The patient status is listed as ok with no complications reported.